Manufacturer narrative:
(B)(4). H6: mechanical (g04) - stem. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant stem was the incorrect size. There was a 10 minute delay to grab another implant and complete the procedure. There is no further information available at the time of this report.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; e1; g3; h2; h3; h4; h6. The following sections were corrected: d1. Visual examination of the returned product identified the stem confirms lot and size etch. Light scratches are noted to the proximal end. Distal coating has debris embedded. No other damage was noted. Stem length feature f1 3.930 +/-.050 was measured and in specification at (3.9490). Additional dimensional analysis was performed, all dimensions were within specification. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Root cause determined to be not device related as the returned device measures within specification. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.